Event description:
A pt reported experiencing inaccurate low results with an otp meter. The pt's blood glucose results were 135/139-198mg/dl, per reported issue notes. Tests were done within 10 mins with a difference of 24%, per ccr. Pt did not experience any adverse events. No further info has been reported.